Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 08/28/2018, electrode belt: 06/17/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was at the (B)(6) hospital. It was reported that CPR had been performed. Review of the download data, indicates that the patient received an inappropriate treatment shock on (B)(6) 2019. The patient's rhythm was ventricular fibrillation (vf) for approximately ten minutes from 12:22:00 to 12:33:05. CPR artifact prevented the lifevest from treating the patient during that ten minute interval. The patient received a non-lifevest defibrillation at 12:42:40 while the patient was in an idioventricular rhythm at 90 bpm. The post shock rhythm was idioventricular rhythm at 90 bpm. The lifevest delivered a treatment shock at 12:47:18 while the patient was in an idioventricular rhythm at 50 bpm. The post shock rhythm was pacemaker spikes with no ventricular response and motion artifact degrading to asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were not pressed during the event. Motion artifact was seen from 12:48:49 until the electrode belt disconnection at 14:00:45 on (B)(6) 2019. The patient subsequently passed away on (B)(6) 2019.